Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a power system error. The customer blood glucose level was 133 mg/dl at the time of the incident. The customer reported something wrong with the insulin pump and cannot get back to the main menu. The customer states awakes up with error. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest and displacement test. Low battery alarm was confirmed in the history file and then power error 25 was triggered when backup battery unloaded voltage was less than 3.7 volts for four consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on the printed circuit board, pump was monitored and functioned properly. Unit received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.